Manufacturer narrative:
A system checkout was performed and the issue has been resolved. Reference MDR #1723170-2018-05858 for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while in the edit registration model task, a manufacturer representative was dragging and dropping views from the side to the main area and the system restarted on its own. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.